Event description:
It was reported that the ilet pump did not charge and displayed a blinking light despite attempts with multiple chargers; video was obtained and logs were reviewed, and a replacement was issued. Customer care provided support that included review of device logs and customer-provided video. Investigation of this case revealed a device charging malfunction consistent with a nonfunctional charging interface on the pump; the phone charged normally on the same charger, indicating the issue was isolated to the pump. No clinical symptoms associated with the event reported. Outcomes included device replacement without medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the pump¿s charging component.